Manufacturer narrative:
Correction h10: upon further investigation, it was determined that this report is a duplicate of report of 1416980-2022-07387. All investigation activities will be captured under report 1416980-2022-07387. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (2) two large volume folfusors underinfused medication to the patient. This was observed during patient infusion. The device was filled with piperacillin/tazobactam 13.5g and citrate buffer in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.